Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that the pump caused the patient to have a blood glucose of 22mmol/l without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: the complaint of inaccurate deliveries was reported on (B)(6)2018. According to the pump history, the pump was in use until (B)(6)2019. Due to continued pump use, all pump delivery data for time of complaint have been overwritten. The current available total daily dose basal history confirmed the pump was delivering the programmed basal rate. No evidence of delivery malfunctions were observed. During investigation, the pump was exercised for 12 hours with no issues. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.